Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a connection related issue was reported. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause could not be determined.